Event description:
Philips received a complaint on the v60 ventilator indicating that the touch response of the touchscreen was delayed. In the good faith effort (gfe) response, the customer reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer stated that, following a touchscreen calibration, the touchscreen had a delayed touch response. The customer informed the remote service engineer (rse) that the screen was clean and there was no impact damage on the screen. The rse provided the customer with the part information for the touchscreen to order a replacement. In a good faith effort (gfe) response received on 29oct2024, it was confirmed that the replacement touchscreen had been ordered and received, but not yet installed into the device. In a gfe response received on 06nov2024, it was confirmed that the touchscreen had been replaced to resolve the issue and that the device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.